Event description:
I had 33 tms sessions using the neurostar machine and treatments resulted in tinnitus, headaches (went to the ER because it felt like my brain was swelling), disassociation, panic attacks, rage episodes, extreme and debilitating anxiety, toothache (had one pulled and it provided no relief the pain was in the roots of all of my teeth), feels like bugs crawling under my skin on my legs. The first year post-treatment I felt lobotomized and I feel lucky that I survived. Four years later I still struggle with all of these issues that I didn't have prior to tms. FDA safety report ID # (B)(4).